Manufacturer narrative:
For 1 event, the investigation did not identify a product problem. The cause of the event could not be determined. The follow up actions taken were service performed adjustment. For 1 event, the investigation did not identify a product problem. The cause of the event could not be determined. The follow up actions taken were the field service engineer cleaned the needles and reagent syringe. He replaced the pinch valve tubings. He performed precision testing. For 1 event, the investigation determined the service actions resolved the issue. The follow up actions taken were the field service engineer determined the measuring cells were due to be replaced. The measuring cells were replaced. A system volume check, photomultiplier tube high voltage adjustment, a blank cell calibration, and performance testing were performed; all passed. For 1 event, the investigation did not identify a product problem. The cause of the event could not be determined. The follow up actions taken were the field service engineer checked the main and gear pump pressure and the pressure was ok. He checked the rinsing and the rinsing was ok. He discovered the prewash nozzles were slightly bent. He straightened the nozzles and performed horizontal and vertical adjustments. He replaced the pinch valve tubing and executed performance testing with passing results. He performed precision testing with acceptable results. For 1 event, the investigation did not identify a product problem. The cause of the event could not be determined. The follow up actions taken were the field service engineer replaced various parts and performed adjustments and cleanings. He monitored the calibration and qc with acceptable results. He then replaced additional parts. After service, he performed performance testing with acceptable results. For 1 event, the investigation did not identify a product problem. The cause of the event could not be determined. The follow up actions taken were the field service engineer performed a system volume check and this failed. Measuring cell cleaning maintenance was performed followed by measuring cell preparation maintenance. A system volume check was performed again and passed. Precision studies were performed. The customer ran calibration and controls; results were acceptable. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers cont'd: (B)(4).

Event description:
Questionable low results were generated by cobas 6000 e 601 modules. The events involved a total of: 2- elecsys hcg + beta test system, 6- elecsys tsh assay, 1- elecsys estradiol iii assay, 1- elecsys hcg test system. The known patient ages ranged from 24-81 years. The other patients' ages were requested, but were not provided. The known patient's weight was (B)(6) lbs. The other patients' weights were requested, but were not provided. The known patient genders were 4 female and 1 male. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.